Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 434 mg/dl at the time of incident. Customer stated the insulin pump had insulin flow blocked alarm and they thinks the insulin pump needs replacement. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.